Event description:
The initial report indicated that upon removing the regatta steerable guidewire, the proximal segment was found completely distorted and flimsy, making it impossible to use. Another one had to be used. The product was returned for analysis and the distal tip was unraveled stretched.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.